Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of foreign body in patient and unchanged mitral regurgitation (mr) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the available information, the reported device entrapment (clip caught on chordae) appears to have been a result of procedural conditions/user technique. The reported patient effect of foreign body in patient appears to have been a result of the reported entrapment of device (clip caught on chordae). The reported unchanged mr appears to have been a result of procedural conditions and was related to reported entrapment of device (clip caught on chordae). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip entrapment. It was reported that this was a mitraclip procedure performed to treat grade 3-4 functional mitral regurgitation (mr). The first clip was implanted, reducing mr to 2. To further reduce mr a second clip was advanced, however the clip got stuck in the chordae. Standard trouble shooting maneuverers were performed, but it was not possible to free the clip or to get a grasp on both leaflets. The decision was made to attach the clip on the anterior leaflet. The clip was deployed, and it stayed secure in position but movement and coaptation of the anterior leaflet caused mr to increase back to 3-4. No additional clips were implanted due to concerns of exceeding the pressure gradient limit. Post procedure mean pressure gradient was already 4mmhg after deployment of the second clip. There was no clinically significant delay during the procedure. No additional information was provided.